Manufacturer narrative:
Sc-8352-70 (sn:(B)(4)) device evaluation indicated that the complaint of high impedance could not be confirmed. The lead bodies were cleanly cut. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to this cut lead bodies. Aside from the cut damage, the lead passed x-ray inspection.

Event description:
A report was received that the patient was having high impedance on the leads. The patient underwent a lead replacement procedure. No device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having high impedance on the leads. The patient underwent a lead replacement procedure. No device malfunction. The patient was doing well postoperatively.